Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found external abrasions breaching the outer insulation and exposing the outer coil consistent with friction to the device can and full breach outer insulation degradation exposing the outer coil located at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion and degradation zones.

Event description:
Related manufacturer report number: 2017865-2023-94695 and 2017865-2023-94697. During remote monitoring, episodes of noise resulting in oversensing were noted on the right ventricular (rv) and right atrial (ra) channels. The healthcare provider suspected a header anomaly of the device was responsible for the noise episodes, however, abbott technical support was contacted and suspected an anomaly with the ra and rv leads. As the direct cause of the noise could not be determined, the healthcare provider elected to explant and replaced the entire system. The patient was in stable condition.